Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level of 30.0 mmol/l. The customer treated with manual injection. Customer's blood glucose value was 10.8 mmol/l at the time of the call. Customer reported that the high blood glucose levels began a day prior to call. Troubleshooting was performed. The drive support cap appeared normal. There were leaks and air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the displacement test. Customer also reported a possible leaks on the tubing connector that attaches to the reservoir. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product is expected to return for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill test to reservoirs per dop114-811. No air bubbles and no leakage were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles and no leaks. Also ran basal, bolus leaking test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into a paradigm pump. Conclusion: reservoirs no air bubbles and no leaks. (B)(4).